Manufacturer narrative:
Investigation: one photo and one open packaged 1ml s/t syringe with needle were received, confirmed to be from batch #8287864 (p/n 309626). The sample was visually evaluated. The syringe was found to have a jammed stopper condition. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process.

Event description:
It was reported that bd¿ tuberculin syringe with bd precisionglide¿ detachable needle had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309626. Batch no.: 8287864. It was reported black ink marks on the inside of the syringe. I am writing to notify you about two defective products. We have recently opened two different types of bd syringes (1ml tuberculin slip tip & 1ml tb syringe slip tip with bd precisionglide needle) and found black ink like marks spots on the inside of a couple of the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ tuberculin syringe with bd precisionglide¿ detachable needle had foreign matter in the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309626, batch no.: 8287864. It was reported black ink marks on the inside of the syringe. I am writing to notify you about two defective products. We have recently opened two different types of bd syringes (1ml tuberculin slip tip & 1ml tb syringe slip tip with bd precisionglide needle) and found black ink like marks spots on the inside of a couple of the syringe.